Manufacturer narrative:
Additional information: the device was inspected before use with no issues noted. The issue occurred on first inflation at 8 atm. The stent was not deployed. Product analysis summary: the stent was not present on the balloon and did not return for analysis. There was blood visible in the balloon. The balloon folds were expanded. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short tear on the balloon material immediately proximal to the location of the distal markerband. The balloon material was jagged and uneven at the tear site. Lead in scratches were evident distal to the tear site. Crimp impressions were visible on the exposed balloon surface. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Further information received from the account states "as per user, as soon as the pressure was applied there was backflow of blood through the catheter. So, the stent could not be deployed. In that regard, the stent must have been dislodged from the balloon after it was removed from the patient". If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent. There was no damage noted to the packaging and no issues noted when removing the device from the hoop. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that during stent deployment there was a backflow of blood noted through the catheter. It was suspected that there may be a perforation in the balloon. The patient was reported to be alive with no injury.